Manufacturer narrative:
(B)(4).

Event description:
According to the reporter: the customer reports that during the intervention the device didn't pinched correctly the vessel and did not hold properly. A closed clip was found inside the patient. Massive hemorrhage at day 2 post-operation following the release of the clip. There is nothing wrong with the time length of the procedure, there was another intervention from a distance at the very 1st intervention. The micro anastomosed tissue was lost. It is not possible to cause several re-intervention.